Event description:
Manufacturer's representative reported patient expired in the evening after pump replacement surgery. The pump was replaced due to battery depletion, the intrathecal catheter remained the same. It was reported the patient went home after surgery and felt sleepy that evening. A family member called the emergency doctor, and it was reported the doctor assumed the patient felt sleepy due to surgery. The patient was found dead the next morning. The pump was programmed to infuse morphine 20mg/ml. 0.999 mg/day. The pump was returned to the manufacturer for analysis, which is not complete at the time of this report. A follow up report will be sent when the analysis results, or additional details become available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.